Manufacturer narrative:
Product event summary: the device was returned, analysis performed and no anomalies were found.

Event description:
It was reported that the patient was experiencing pain at the implant site. The implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead were removed and were not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.